Event description:
It was reported that the patient experienced loss of analgesia. The hcp was unable to aspirate fluid. The patient underwent a proximal catheter revision for a catheter kink. The pump was also replaced. The patient recovered without sequela.